Manufacturer narrative:
Method: visual inspection, complaint history review. Result: both hex and cylindrical parts of torque wrench tip are separated. Rupture took place at pin location. Pin material deformation directions show that the breakage took place during the rotation movement. Some rust is visible near the pin. The 17 pers refers to the same event produced with xia 3 torque wrench, catalogue #48237028. (B)(4) is referred in 3 other complaints for the same event. Conclusion: it has been determined that the failure was a result of stress concentration issue due to heat treatment. A CAPA has been initiated in order to find the root cause and propose corrective and preventive actions.

Event description:
It was reported that the tip of 'xia 3 titanium torque wrench' was broken when the forth closing screw was tightened. It was broken and sounded strange before the torque reached the 12nm. The tip of the wrench was inserted with proper angle and depth so, there was no extra stress. The final tightening of other closing screws were used 'xia ii universal tightener 5mm'.